Manufacturer narrative:
The examination results although inconclusive in the absence of the event baseplate suggest that this event is not device related but rather is associated with intra-operative technique.

Event description:
"During the case the insert would not lock properly to baseplate. There was noticable movement." An alternate insert was available and implanted. There was no adverse consequence to the patient or delay in surgical or anesthesia time due to this event.